Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(4) - the dentist reported that after 20 days dental implant was installed in intraoral region 5#, its non-osseointegration was observed. In addition, 40ncm of primary stability was achieved, the patient presented bone type ii and immediate implant procedure was performed.